Event description:
While using the 3100a for pt treatment, a loud hissing sound was heard when the driver cooling gas was plugged in. Pt could not be removed as pt could not tolerate being off the ventilator. The 3100a otherwise was functioning normally. The pt was eventually weaned from ventilation without compromise.